Event description:
Hill-rom received a report from the account stating the nurse call was not working. The bed was located at the account in room 7130. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable was not connected correctly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech reconnected the communication cable to resolve the issue. Based on the info, no further action is required.